Event description:
It was reported that during a procedure to pre-dilate the mildly tortuous, moderately calcified, 75% restenosed stent in the left common iliac artery, a 10x20mm fox cross balloon dilatation catheter (bdc) ruptured on the first inflation of 5-6 atmospheres for 1-2 seconds. No resistance was reported on advancement or retraction. The device was completely and easily removed from the anatomy. The procedure was completed using another non-abbott bdc. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):guide wire: radifocus 0.035inch.it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue.based on the information reviewed, there is no indication of a product deficiency.